Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe was damaged before use. The following information was provided by the initial reporter, translated from japanese to english: this report is about a damaged cap. One cap was found to be damaged before use.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 05-oct-2022 h.6. Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe was damaged before use. The following information was provided by the initial reporter, translated from japanese to english: this report is about a damaged cap. One cap was found to be damaged before use.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.